Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, synchroseal instrument had some sparks during the use. The procedure was completed with no reported injury.